Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited failure to interrogate via radio frequency. When inductive telemetry was used instead, patient heart rate increased. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2024-34971 submitted on 23 jul 2024 should have been "19 jul 2024" instead of "22 jul 2024."

Event description:
New information received notes that the pacemaker was explanted and replaced. There were no patient complications throughout the procedure.

Manufacturer narrative:
The reported event of no rf telemetry was confirmed. The reported event of premature battery depletion was not confirmed. The device had no telemetry. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes that the patient was seen in clinic and the pacemaker remains unable to be interrogated. The pacemaker battery was also alleged to be depleted prematurely. There was no intervention performed with no patient consequences reported.